Manufacturer narrative:
The company representative examined the system and could not replicate the reported event. The system was then tested and met all product specifications. The company representative attended surgery with the surgeon, and no nonconformities were observed as well. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause could not be determined. (B)(4).

Event description:
A nurse reported no phaco power during a cataract with intraocular lens implant procedure. The staff tried a new handpiece and rebooted the system, but this did not resolve the issue. The procedure was stopped and the patient was transferred to another facility where the case was completed with no harm to the patient. The troubleshooting resulted in a significant delay.